Manufacturer narrative:
Investigation summary: a device history record review was performed for provided lot number 200124 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained sample needles were examined and none of the samples displayed signs of clogging or defect. During the cannula assembly process, needles are examined for occlusion as part of the in-process inspection procedure. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to clog due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time. If this issue were to reoccur, our engineer team would greatly appreciate the opportunity to review the affected sample. Investigation conclusion: our quality team will closely monitor the production process for signs of this potential defect and any emerging trends. Root cause description: based on the investigation results, an exact cause related to the manufacturing process could not be identified for this incident. Rationale: at this time, further action has not been determined necessary.

Event description:
It was reported that needle 21ga 1-1/2in was clogged. The following information was provided by the initial reporter: decapeptyl depot -il- suspension didn't flow through the needle leading to partial dose administration. Description: a nurse from a pediatric clinic reported she prepared the suspension according to the injection instruction in the package. When she wanted to injection, she could inject only a mall amount before she felt the needle is blocked. She then replaced the needle with another one and it got blocked again (as if the suspension won't flow through). In the end of the second injection half of the suspension was left in the syringe (the patient got half of the dosage).